Event description:
The physician reports that the crystalens haptic was damaged when loading the cartridge into the staar surgical lens injector system. According to the physician, the damaged iol did not contact the patient. No patient injury reported.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings. The damaged lens was returned to eyeonics and evaluated. Visual inspection revealed that the loop haptics were missing and blood and foreign matter was observed on the optic. The presence of blood is not consistent with the complaint report of "lens damaged during loading of the cartridge into the injector", however, no patient injury was reported. The finding of haptic damage is consistent with damage caused by injector use.